Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens with diopter -7.0 into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged on (B)(6) 2022 for a longer length lens due to low vault. The problem was resolved. Cause of event reported as unknown.